Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) hospital. Nurse called for assistance regarding a gas loss alarm on a cardiosave that occurred multiple times during use. She had restarted therapy without using the help screen or fill key and asked what to do if the alarm recurred. She was advised to check that there was no blood in the helium tubing that all connections were secure and that there were no kinks in the line. The alarm was explained and based on the patient condition no clear cause was identified. Complaint information was obtained and she was advised to call again if the alarm occurred repeatedly for further troubleshooting. She also asked about stable serosanguineous fluid in the statgard sleeve and was advised to monitor it and notify the provider if it worsened.

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had a gas loss alarm. There were no patient harm or injury was reported.